Manufacturer narrative:
Reference record (B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed which is the us list number. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2017, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. The patient experienced leakage of brown and smelly fluid from the stoma on and unknown date. The patient was prescribed topical diprogenta "betametasona"/"gentamicine". On (B)(6) 2018, a culture was performed on the stoma exudate. The results showed a fungal infection of the stoma. The patient was hospitalized on (B)(6) 2019, and the stoma infection was treated with unknown intravenous (IV) antibiotics.